Event description:
Pt had undergone CT scan with injection of contrast media through subcutaneous vascular port. At the conclusion of the procedure, it was noticed that fluid squirted out of the needle site and there was a puffy area above the port. Chest x-ray was obtained and revealed a break in the catheter. Pt's physician contacted and port and catheter were removed under local anesthesia. Follow-up revealed no further evidence of contrast media along chest wall.